Manufacturer narrative:
The device history record for the reported lot number, 0202708333, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The actual complaint product was not returned for evaluation. All information reasonably known as of 19-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 2026095-2018-00050 for the second patient. Refer to 2026095-2018-00051 for the third patient. Fill volume: 241 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: central catheter, start time: (B)(6) 2018, 4:30 pm, end time: (B)(6) 2018, 3:00 am. It was reported the infusion was set for 46-hours but the device infused faster than expected. The patient was nauseous but did not experience vomiting.